Manufacturer narrative:
No anomalies detected by checking the DHR of the lot# involved on a total of (B)(4) revision lateralized neck manufactured with the same lot #(201614767). No other complaints reported on the same lot#. No x-rays related to both surgeries available. Explants will not be returned to lima corporate for further analysis. We will send a final MDR once received all the other info requested.

Event description:
Hip revision surgery done on (B)(6) 2017 due to peri-prosthetic fracture probably occurred during primary surgery done on (B)(6) 2017. According to the info reported, revision lateral neck was the only component replaced. It is unknown if the fracture could have been caused by the surgeon during the primary surgery or by patient's condition (weak bone). Event happened in (B)(6).